Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer charge and communicate to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.